Event description:
It was reported the device was used during a diagnostic laparoscopy/laparoscopic appendectomy. It was reported the eru35 was reloaded after a successful firing. The surgeon closed the instrument and attempted to fire. The instrument was removed and the reload fell out. Upon inspection, rep found plastic between the drivers indicating a possible reloading issue. The procedure was completed with the tsb35. There was no consequence to the pt.

Manufacturer narrative:
Facility experienced an event with endopath* endoscopic vascular linear cutter on 6/13/97 while performing a diagnostic lap. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974112. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, broken; cartridge condition, unfired; cartridge return batch number ??d150. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and test cartridge batch #, j00j5l. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The cartridge retention feature was measured and was found to be within design specification. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge was broken into may pieces. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.